Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / severe pain/ worsening pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "she was told that her essure were not placed correctly.". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), menstruation irregular ("irregular menstruation"), vaginal haemorrhage ("vaginal bleeding"), abdominal pain ("chronic abdominal pain"), pelvic discomfort ("discomfort"), migraine ("worsening migraines") and headache ("headaches"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, uterine haemorrhage, menstruation irregular, vaginal haemorrhage, abdominal pain and pelvic discomfort had not resolved and the migraine and headache outcome was unknown. The reporter considered abdominal pain, headache, menstruation irregular, migraine, pelvic discomfort, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / severe pain/ worsening pain') in an adult female patient who had essure (batch no. 925776) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "she was told that her essure were not placed correctly." On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abnormal uterine bleeding ("abnormal uterine bleeding"), menstruation irregular ("irregular menstruation"), vaginal haemorrhage ("vaginal bleeding"), abdominal pain ("chronic abdominal pain"), pelvic discomfort ("discomfort"), migraine ("worsening migraines") and headache ("headaches"). The patient was treated with surgery (essure removal, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abnormal uterine bleeding, menstruation irregular, vaginal haemorrhage, abdominal pain and pelvic discomfort had not resolved and the migraine and headache outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, headache, menstruation irregular, migraine, pelvic discomfort, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right cornua had 2 visible coils and left cornua had 2 visible coils. Most recent follow-up information incorporated above includes: on 28-jul-2021: mr received. Reporter information, date of birth, lot number, explant date, surgery type and reporter causality comment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / severe pain/ worsening pain') in an adult female patient who had essure (batch no. 925776) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "she was told that her essure were not placed correctly." On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abnormal uterine bleeding ("abnormal uterine bleeding"), menstruation irregular ("irregular menstruation"), vaginal haemorrhage ("vaginal bleeding"), abdominal pain ("chronic abdominal pain"), pelvic discomfort ("discomfort"), migraine ("worsening migraines") and headache ("headaches"). The patient was treated with surgery (essure removal, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abnormal uterine bleeding, menstruation irregular, vaginal haemorrhage, abdominal pain and pelvic discomfort had not resolved and the migraine and headache outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, headache, menstruation irregular, migraine, pelvic discomfort, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right cornua had 2 visible coils and left cornua had 2 visible coils. Lot number: 925776, manufacturing date: 2011-11, and expiration date: 2014-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-aug-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/severe pain/worsening pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "she was told that her essure were not placed correctly.". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), menstruation irregular ("irregular menstruation"), vaginal haemorrhage ("vaginal bleeding"), abdominal pain ("chronic abdominal pain"), pelvic discomfort ("discomfort"), migraine ("worsening migraines") and headache ("headaches"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, uterine haemorrhage, menstruation irregular, vaginal haemorrhage, abdominal pain and pelvic discomfort had not resolved and the migraine and headache outcome was unknown. The reporter considered abdominal pain, headache, menstruation irregular, migraine, pelvic discomfort, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received new reporter information was added. New event migraines, headaches and device placement issue were added. Seriousness criteria removed for uterine haemorrhage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.